Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result on one patient. The following data was provided (reference range: results < 5 ng/l are negative): (B)(6) 2022. Initial result = 71.1 ng/l, repeat results = < 5.1, <5.1 ng/l no impact to patient management was reported.

Manufacturer narrative:
A1-patient identifier: complete sid (B)(6). This report is being filed on an international product, alinity I stat high sensitivity troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 40042ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 40042ud00 is within 2sd of the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Additionally, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 40042ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result on one patient. The following data was provided (reference range: results < 5 ng/l are negative):(B)(6)2022 sid (B)(6)initial result = 71.1 ng/l, repeat results = < 5.1, <5.1 ng/l no impact to patient management was reported.